Event description:
The technician alleged the bed has no head down function from the inner or outer side rail. No pt impact.

Manufacturer narrative:
The technician found the cause to be fluid ingress that damaged the side rails power control boards. The replaced the side rails power control boards to resolve the issue.